Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm while priming her tubing. Blood glucose level was not reported. Troubleshooting was performed. The product is not being returned. Nothing further to report.